Event description:
It was initially reported that the pt had a generator replacement surgery due to eos (end of service). Explanted generator was returned to MFR for product analysis. Analysis was completed on the generator and the oes allegation was not confirmed but the eri (elective replacement indicator) status = yes condition was verified. However, there was a problem with the supply current pulsing and supply current. There was a leaky q9 and q10 components. After q9 and q10 were replaced with known good bench components, the device met specifications. The leaky q9 and q10 could potentially be a contributing factor for the device being at an eri "yes" condition because it impacted the supply standby current.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.